Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds0101 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2021, the doctor used a peripherally intubated central venous catheter kit and accessories to inject chemotherapy drugs into the patient. During the period, the peripherally intubated central venous catheter ruptured, and the chemotherapy drugs corroded the patient's skin and extravascular tissues.